Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was implanted earlier today. They reported feeling a burning sensation at the implant site and they passed out. They want to access their settings but the handset was off. They turned handset on and access settings. The amplitude was at 1.3 volts. On the call they turned it down to 0.6 and felt better, but it was not totally gone. The patient is going to turn stimulator completely off to see how that effects the burning. No further complications were reported.